Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have one bent grip causing them to be misaligned. The offset at the tips was 0.06mm. A manual internal and external inspection was performed and passed. The instrument was tested on an inhouse system and passed recognition and engagement test, but clip test failed. The clip was unable to insert into the instrument properly. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
It was reported that during central processing, customer observed the medium-large clip applier instrument having a bent tip. No known impact or patient consequence was reported.